Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date during routine follow up, a type ib endoleak was discovered. The physician attempted to implant an endurant ii stent graft. The entry point in the right groin was found to be quite scarred, with numerous clips in the path of the device. The scarring made the device unable to pass through the femoral artery and was removed. An introducer for a 12 fr sentrant sheath was used to dotterize the access. Before attempting to implant, the stent graft for a second time, it was noted that the stent graft cover had become wrinkled, and it was decided not to use the device. A second stent graft was implanted without difficulty. The first stent graft is being returned for analysis. The cause of the endoleak was degenerated iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The device was returned within an endovascular return kit. The catalog and lot numbers on the return packing slip matched the numbers from the event. The sheath was returned bloody with the stent graft still loaded within the delivery system. Upon inspection of the device, there was a 3 mm gap between the graft cover and tapered tip. The distal end of the graft cover was infolded, and there was compression of the graft cover 24 mm from the distal end. The rest of the device was unremarkable. Microscopic pictures of the distal end of the graft cover showed that the damage to the graft cover was similar to the damage to the sheath. The distal end of the graft cover and sheath were most likely both damaged by the clips within the vessel. The complaint was confirmed; there was damage to the distal end of the graft cover. The root cause of the event could not be conclusively determined during analysis; however, anatomy combined with clips within the artery may have contributed.